Manufacturer narrative:
The initial MDR stated that the investigation was limited to the user facility information, quality records, and a retention sample manufactured on the same day of the actual oxygenator. We would like to update this by stating the following, the investigation was limited to the user facility information, quality records, and a retention sample manufactured on the same day of the actual hemoconcentrator. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The initial MDR stated that the user facility reported clogging during the use of a capiox device. We would like to update this by stating the following, the user facility reported clogging during the use of a capiox hemoconcentrator (cx-hc11s, lot# 160316) built in the capiox custom pack (cx-xrx03301, lot# 160527).

Manufacturer narrative:
D4 -UDI no. - not required for this product. The actual device was discarded by the facility. Therefore the investigation was limited to the user facility information, quality records, and a retention sample manufactured on the same day of the actual oxygenator. Visual inspection of the retention sample found no anomalies in the appearance. The device was circulated with bovine blood at the flow rate of 100ml/min. For 10 minutes. No obstruction was generated inside the fibers. Bovine blood was circulated through the device while ultrafiltrating performance and the pressure drop were determined. They were confirmed to meet manufacturing specifications. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation results verified that the retention was normal product. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: the capiox hemoconcentrator is designed to operate at flow rates within the range of 100 to 500 ml/min during ultrafiltration. Do not use blood flow rates outside this range. Less than 100ml/min blood flow may cause blood coagulation in the device. Do not exceed 50% hematocrit at the blood outlet during ultrafiltration. Do not stop blood flow during extracorporeal circulation as it may cause clotting in the system. A blood flow at least 50l/min is recommended even if ultrafiltration is stopped by clamping the filtrate line. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : sample discarded

Event description:
The user facility reported clogging during the use of a capiox device. Follow up communication with the user facility confirmed the following information: the hemoconcentrator in question became obstructed within several minutes after initiation of the extracorporeal circulation. It was changed out to another device. The procedure was completed successfully. The patient was not harmed.